Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately two weeks post-implant of a bifurcated device, the patient presented with thrombosis of the bifurcated stent. Reportedly, the thrombosis was located approximately 4 cm above the aortic bifurcation. The physician performed a thrombectomy and elected to place a limb extension, to extend the coverage to the iliac artery. The patient was reported to be doing well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and operative images were provided and reviewed by a clinical representative with the following impression: there were adequate medical records and suboptimal imaging studies provided for this assessment. There might have been product use that was incongruent with sizing recommendations and the IFU due to the substantiated athermanous, non-aneurysmal, stenotic aorta and the substantiated presence of renal dysfunction prior to the index procedure due to the inability to tolerate contrasted exams. Both of these conditions might have contributed to the substantiated occlusion, distal thrombus, rupture and the renal failure that occurred. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.